Event description:
The reporter states doing back to back blood glucose tests, within 5 minutes, rptr's results were 33 and 94mg/dl. Reporter did not have any symptoms. A control solution test was in range at 138 mg/dl. On follow-up, the reporter states having difficulty obtaining sample, and squeezed finger for multiple drops no harm was alleged.